Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the emergency room for low blood glucose. Customer stated they ate some food that caused their blood glucose to go up then delivered too much insulin so their blood glucose dropped. Blood glucose reading was 40 mg/dl. The customer stated they visited the ER on (B)(6) 2020. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was active at the time of the event. Troubleshooting for the customer¿s low blood glucose was declined. The customer¿s blood glucose at the time of the call was 150 mg/dl. The insulin pump will not be returned for analysis.